Manufacturer narrative:
Product analysis: the product has not be received for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 42 months post-implant, this 31mm transcatheter bioprosthetic valve was explanted due to moderate paravalvular leak (pvl). The valve was replaced with a medtronic valve and a non-medtronic graft to the aorta. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, a valve-in-valve was received for analysis. Due to the receipt condition of the first valve with another valve deployed inside, a detailed observation could not be accessed; only part of the outflow was visible. There was no visible evidence of distortion or damage on the frame or skirt. All visible commissures appeared intact. Remnants of pannus were observed on the outside of the valve and frame. Pannus was observed on the top of two commissures. There was no evidence of visible distortion or damage on the second valve and/or frame. All leaflets were in the closed position. All leaflets appeared slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets appeared intact. All visible commissures appeared intact. Glistening off white pannus lined the inner skirt on the inflow extending to the inflow margin of attachment. Pannus lined the outflow margin of attachment of leaflet 1 extending along the frame to two commissures and the outflow margin of attachment adjacent to leaflet 3. Pannus covered the two commissures with traces on the third. A large remnant of pannus remained attached to the frame on the outflow extending around most of the circumference of the frame. Radiography showed no evidence of mineralization in the valve and/or host tissue. Radiography showed no evidence of fractures on both frames.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.